Event description:
The following was provided by the intial reporter: bd eva-ai2-sm2 syringe plastipak 5ml s/t s/su had a leak. The healthcare team and medical staff reported that leakage occurs at the tip of the syringe, which compromises the effectiveness of the procedure and makes it difficult to accurately determine the volume actually injected into the patient. As reported, the problem has been observed since october 2025. At the time, the situation was not reported to the supplier, as the team believed it to be a possible one-off incident related to a specific batch. However, in january 2026, the problem recurred. It was identified that the 5 ml syringe with batch number 5058848 has a crack in the tip, causing leakage when the anesthesia needle is connected, compromising the proper sealing of the device and wasting medication. The healthcare professional also reported that the medical team of anesthetists expressed their intention to suspend the use of the syringe in the surgical center due to the reported incidents.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional informaiton provided.